Manufacturer narrative:
(B)(4).

Event description:
It was reported that a non-sustained rv oversensing episode was observed via remote transmission. Review of the episode revealed a vf episode was observed during lv cap confirm and rv cap confirm threshold tests. Programming changes were made. There were no adverse events and the patient was stable.